Manufacturer narrative:
(B)(4). G2: foreign - event occurred in (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Medical records were not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision to reverse shoulder arthroplasty approximately 2 to 3 years post-implantation due to pain and poor range of motion. The patient initially received a shoulder hemiarthroplasty on a trauma stem at another center on an unknown date. Subsequently, the patient experienced persistent pain and limited range of motion. A revision procedure was performed, converting to reverse shoulder arthroplasty. Intraoperatively, the trauma stem was retained and the anatomical head was removed. No additional intraoperative details or environmental factors were reported. The patient underwent a revision. No further postoperative information was provided; the final condition is unknown. Attempts have been made and no further information has been provided.